Event description:
It was reported that shaft break occurred. A 3.5mm x 100mm x 90cm sterling¿ sl balloon catheter was advanced to treat the target lesion. However, the device broke inside the sheath. The procedure was completed with another of the same device. No patient injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The proximal end of the balloon was unfolded and stretched. The proximal end of the inner shaft within the balloon was wavy. There was no other damage to the balloon catheter. The shaft was not broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.5mm x 100mm x 90cm sterling¿ sl balloon catheter was advanced to treat the target lesion. However, the device broke inside the sheath. The procedure was completed with another of the same device. No patient injuries were reported.

Manufacturer narrative:
(B)(4).